Event description:
The physician reported that the pulse generator reached elective replacement indicator earlier than expected. The pulse generator was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analysis found the battery depleted normally and the device met its expected longevity.